Event description:
Invalid result (s). Customer stated that they performed the test procedure correctly and test did not produce any result. Questioned caller about test procedure and could not identify user error. Customer does not have email address. Customer did not have package to provide lot #, expiration date, or photo.